Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the pump touch screen was "dimmed and scratched". There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.